Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00045. Medical products: tmj system left fossa component, small, part# 24-6563, lot# 166520a, tmj system left standard offset mandibular component, part# 24-6551, lot# 770680, unknown screws, part# unk, lot# unk. Occupation: patient.

Event description:
It was reported the patient is having issues with their temporomandibular joint implants on the left side and may undergo a revision at an unspecified date. No additional patient consequences have been reported.

Event description:
It was reported the patient has been experiencing constant noise and occasional pain nine years post-operatively following implantation of temporomandibular joint prostheses on the left side. The patient reports that she has received two fat grafts and been prescribed multiple steroids to address her issues and adequate relief has not been achieved. The patient reports pockets on her left gums that will be treated by a periodontist. The patient is following up with a maxillofacial surgeon in two (2) months to discuss her concerns. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report is being submitted to update additional information in section b5, h2, h6 and h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance database was reviewed for the mandible component. A non-conformance was opened to address one part from the mandible's lot where the etch was not uniform. This non-conforming part was scrapped. There are no indications of manufacturing defects. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding noise, there is a complaint rate of 1.01%, which is no greater than the occurrence listed in the afmea. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding pain, there is a complaint rate of 1.95%, which is no greater than the occurrence listed in the afmea. This is the only complaint regarding noises or pain for this part# 24-6651, lot# 770680. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and information. The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h6 patient code h6 device code h10 additional narratives/data.

Event description:
It was reported the patient has been experiencing constant noise and occasional pain nine years post-operatively following implantation of temporomandibular joint prostheses on the left side. The patient reports that she has received two fat grafts and been prescribed multiple steroids to address her issues and adequate relief has not been achieved. No additional patient consequences were reported.

Event description:
It is further reported that the patient alleges they are continuing to experience ongoing pain and noises in their left side implants. The patient also alleges that they will undergo a future revision procedure. However, no revision procedure has been reported to date.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h6 and h10.

Event description:
No further event information is available at the time of this report.